Event description:
During surgery, the clavicle plate was implanted using 10 screws. Approximately 2 months later, three of the screws had backed out of the plate/bone. Those three screws were explanted.

Manufacturer narrative:
The explanted screw was examined under magnification. The screw showed signs of slight wear on the head of the screw, consistent with use of a hex driver to drive the screw into the plate/bone. The threads also showed some signs of slight wear on the taper portion of the threads and the locking thread area. The wear seems consistent with normal wear on the screw. The screw was further examined to determine if the screw met quality inspection criteria; the screw met quality inspection criteria. Additional mdrs associated with event: 3025141-2014-00007: p/n co-t2316-s 2.3mm x 16mm locking cortical screw; 3025141-2014-00009: p/n co-n2322-s 2.3mm x 22mm non-toggling cortical screw.